Event description:
Event occurred in pt's home. Family member of pt stated the vent was working properly then all of a sudden it stopped working and there were no alarms going off. No pt harm reported. Unit was on ac power at time of incident. The rt reported the vent did alarm (rt was not present at the time of the event and did not know which alarm sounded).